Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: the pump was primed and exercised for 24h correctly; the unit failed a time test due a bt1 failure/leak but passed a flow accuracy test. Information from the reported date of (B)(6) 2013 is overwritten in the black box; review shows a manual date change from (B)(6) 2013 @ 6:24pm to (B)(6) 2013 @ 6:24pm. Tdd records doubles for the dates of (B)(6) 2013. Tdd history appears to be inaccurate due to the time being set incorrectly. Unrelated to the complaint, the display¿s contrast has a pinkish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s father contacted animas to report that the subject meter had reverted to default date and time. At the time of the call, the reporter claimed the patient had a ¿4 to 6 hour episode of low blood glucose (bg)¿ on the day prior when he became aware of pump issue. The patient¿s father reported that the patient¿s blood glucose dropped to 50 mg/dl with symptoms of lethargy and confusion. In response to low bg, the reporter treated the patient with food and drink and disconnected the pump for 6 hours until the patient¿s bg rose to 140 mg/dl. The following day the patient was taken to the ER to check for any medical reason that would explain low bg excursion; however, per the reporter none were found. At the time of troubleshooting, the reporter informed the animas representative that the pump¿s date and time were correct at the last battery change. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.